Event description:
It was reported that during the surgical procedure the permanent cautery hook instrument disarticulated itself and could not be straightened. The customer had to disengage the cannula from the pt in order to remove the instrument. After the instrument and cannula were removed from the pt cavity, the customer had to cut the instrument to remove it from the cannula. No instrument pieces fell into the pt. No pt harm, adverse outcome or injury was reported.